Manufacturer narrative:
Device analysis: the ekos endovascular device was returned for investigation. Only the infusion catheter (ic) was returned with the guidewire firmly stuck inside of the tubing, unable to be removed easily. Significant kinking of the ic tubing was noticed at approximately 48cm and 78cm from the strain relief. Caliper measurements of the guidewire confirmed that the guidewire was approximately 0.03 in diameter, which is less than the 0.035 recommended diameter. The guidewire was able to be removed from the ic by pulling with excess force through the distal end, and no visual abnormalities of the guidewire were noticed. The reported events of a stuck guidewire, and kinking were confirmed. Updated fields: h6 - device codes: added a040609 to better capture the reported event.

Event description:
It was reported that the ekos catheter became stuck on the guidewire. An ekos endovascular device, 106x12cm was selected for a bilateral ekos procedure to treat a pulmonary embolism. The ekos catheter was prepared properly and was inserted over a non-boston scientific guidewire. After wire position was lost, the physician tried to carefully pull back the ekos catheter, to reposition the guidewire with another catheter. Despite flushing, it was not possible to pull back the ekos catheter. The ekos catheter had become stuck on the guidewire. The ekos catheter and guidewire were removed together as one unit. After the devices were removed, there was kinking visible on the ekos catheter. The ekos device was replaced, and the procedure was completed without further issue. There were no reported patient complications.

Event description:
It was reported that the ekos catheter became stuck on the guidewire. An ekos endovascular device, 106x12cm was selected for a bilateral ekos procedure to treat a pulmonary embolism. The ekos catheter was prepared properly and was inserted over a non-boston scientific guidewire. After wire position was lost, the physician tried to carefully pull back the ekos catheter, to reposition the guidewire with another catheter. Despite flushing, it was not possible to pull back the ekos catheter. The ekos catheter had become stuck on the guidewire. The ekos catheter and guidewire were removed together as one unit. The ekos device was replaced, and the procedure was completed without further issue. There were no reported patient complications.